Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient was receiving ineffective stimulation due to high impedance on the implanted lead. X-ray imaging showed that the lead was fractured. The lead was replaced and therapy was restored post-operative.